Manufacturer narrative:
(B)(4). The third-party service agent evaluated the customer's device and verified the reported issue. The service agent replaced the device's user interface flex cable. After completing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was returned to the customer for use. The device was not returned to physio-control for evaluation. Device not evaluated by manufacturer.

Event description:
A third-party service agent contacted physio-control to report that their customer's device would not power on. There was no report of patient use associated with the reported event.